Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mechanical lithotriptor had the plastic head at the front end detached from the basket wire. The issue occurred during an endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): b5, d8, d9 and h6. Device was returned for evaluation and the evaluation found that the guidewire tip was torn based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instruction manual contains a warning to the user regarding this event. (Drawing number:gk5909, revision number : 21). When using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor the field performance of this device.

Event description:
The procedure was therapeutic. The procedure was completed with a similar device.